Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 239260, m2a-magnum 12/14 tpr 42-50 +6, 713300. The 157450, m2a-magnum mod hd sz 50 mm, 687390. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10991.

Event description:
It was reported that a bilateral patient underwent right total hip arthroplasty and was revised due to pain and elevated metal ion levels. A pseudotumor was found during the revision. Attempts have been made and additional information on the reported event is unavailable.